Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Review of the provided image is consistent with the reported event of broken cable at the distal end.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, the cable on the maryland bipolar forceps (mbf) instrument broke. There was no injury to the patient, but the incident resulted in a procedural delay of approximately 1 hour, necessitating additional anesthetics. The surgeon classified the incident as a serious event, for unspecified reasons. The procedure was completed robotically, and it is unknown if any post-operative tests were performed to confirm the absence of any fragments. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes: b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis (fa), and the instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.